Event description:
According to the complaint received, foreign material was found in primary packaging

Manufacturer narrative:
1 sealed pouched containing ah5106 lot n°4065546 was returned. Upon visual examination, a hair was noted inside the inner pouch. Based upon the evaluation of the returned products, this complaint can be confirmed as reported. The root cause is human error as the personnel should have detected it at the packing stage by the packing controller. Packaging manager was informed to make operators aware.